Event description:
It was reported to philips that the device failed to power on due to matrix switch and power supply issues on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the matrix switch, smart drive, and node interface unit. Further troubleshooting was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).